Event description:
Healthcare professional reported right side rupture, and silicone lymphadenopathy. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone lymphadenopathy.

Event description:
Healthcare professional reported "rupture" confirmed via CT scan. Healthcare professional later reported "silicone lymphadenopathy" via CT scan. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device photos received for analysis. Additional, corrected and/or changed data: a.4, a.6, d.5, d.6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Device analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed 2 an opening assessed as fold flaw opening. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease/wear abrasion/stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" confirmed via CT scan. Healthcare professional later reported "silicone lymphadenopathy" via CT scan. This record is for the right side. Device has been explanted.